Event description:
Hill-rom received a report from the account stating the brake not set alarm was inoperable. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found brake switch inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake switch to resolve the issue. Based on this information, no further action is required.